Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d9. Additional information added to fields: h3,h4,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the foreign material found in the jet tube and light guide lens was not identified. However, physical damage was found at the foreign material residue points. Based on the results of the investigation, the probable cause of the malfunction would likely be due to the physical damage on the device. The event can be detected/prevented by following the instructions for use (IFU) which state: detection methods are written in instructions for use: pcf-290 series operation manual: chapter 3 preparation and inspection. Prevention measures are written in instructions for use: pcf-290 series reprocessing manual: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign material in the jet tube and light guide lens. There were no reports of patient involvement.